Event description:
Patient reported experiencing the needle button popping out. Patient stated that the needle button popped out of 3 of her v-go devices that is placed t on patient abdomen. Patient stated that the v-go devices are discarded every 24 hours.